Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements in all programmed vectors except for lv tip to rv immediately post implant and pocket closure. X-ray imaging showed no lead dislodgement and appropriate lead to device connection. The physician opted to leave the lead programmed lv tip to rv and continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was later explanted and returned 3 years 5 months later with no additional information linking the explant to the previous reported observations.